Event description:
Agent ide study it was reported that shortness of breath occurred. On 14-jan-2021, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion, located in the left main coronary artery (lmca) extending up to the proximal left circumflex (lcx), was 35 mm long with a diameter of 2.5 mm and 80% stenosis. The lesion was pre-dilated with a 3.0 mm x 12 mm balloon, followed by treatment with 2.50 mm x 30 mm agent drug coated balloon with residual stenosis of 20%. Post dilation was not performed. The subject was discharged on aspirin and clopidogrel. On 18-aug-2021, 216 days post index procedure, the subject was diagnosed with shortness of breath and was hospitalized on the same day for further evaluation. Aspirin and clopidogrel were provided and coronary angiography revealed stenosis in the lmca to lcx. The following day, the lmca to lcx stenosis was treated by percutaneous coronary intervention using drug coated balloon and cutting balloon. Post intervention, the residual stenosis percentage was unknown. On 23-aug-2021, the event was considered to be recovered/resolved and the subject was discharged.

Event description:
Agent ide study. It was reported that shortness of breath occurred. On (B)(6) 2021, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion, located in the left main coronary artery (lmca) extending up to the proximal left circumflex (lcx), was 35 mm long with a diameter of 2.5 mm and 80% stenosis. The lesion was pre-dilated with a 3.0 mm x 12 mm balloon, followed by treatment with 2.50 mm x 30 mm agent drug coated balloon with residual stenosis of 20%. Post dilation was not performed. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, 216 days post index procedure, the subject was diagnosed with shortness of breath and was hospitalized on the same day for further evaluation. Aspirin and clopidogrel were provided and coronary angiography revealed stenosis in the lmca to lcx. The following day, the lmca to lcx stenosis was treated by percutaneous coronary intervention using drug coated balloon and cutting balloon. Post intervention, the residual stenosis percentage was unknown. On (B)(6) 2021, the event was considered to be recovered/resolved and the subject was discharged. It was further reported that the patient was diagnosed with lmca coronary artery disease.